Event description:
The instrument was used durig a laparoscopically assisted vaginal hysterectomy. It was reported the instrument misfired. There is no further info and the instrument was discarded. There was no consequence to the pt.